Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, (B)(6) was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd undisclosed insyte autogaurd needle retraction was 'jerky'. The following information was provided by the initial reporter: the size of the gelco is larger than normal, making it difficult to immobilize the limb and the automatic retraction system produces a jerking movement when it is retracted. The plastic cannula is unsuitable for use because it is flexible. Detailed additional information received on 27 jan 2025 (B)(6) 2023. We received a bd insyte number 24 venipuncture device with an autoguard safety device in the neonatal unit. This device has characteristics that make it impossible to use it on newborns and small children. These are - the total measurement of the device when removed from the packaging is 11.5 cm long, which makes puncture difficult since babies' upper and lower limbs from the shoulder or root of the thigh to the fingertips sometimes measure no more than 15 cm with a useful puncture area that represents less than half this measurement. Other devices with other safety set models are smaller and lighter, measuring around 5 to 6 cm in length. The disproportion between the size of the limb and the device also makes it difficult to immobilize the limb and traction the skin, given that even with mechanical restraint and analgesia methods, any living child shows a defensive reaction when subjected to a painful procedure. - the safety device is automatic retraction, activated by a button and spring, so that the professional has no control over the speed of retraction of the perforating needle inside the vessel and inside the device itself. - the automatic retraction set produces a ¿jerking¿ or jolting movement when it is retracted, which can be fatal if the plastic cannula is dislodged from inside the blood vessel. -the safety set with automatic retraction requires the puncture to be made indirectly, with a distance between the hole in the skin and the insertion into the blood vessel of between 1 cm and 1.5 cm, a distance that is impossible to achieve when puncturing newborns and small children, who sometimes allow a distance between these two points of less than 0.5 cm. Or even children with puncture areas that only allow direct puncture of the vessel. - due to the elongated structure of the device, puncturing the skin with the bevel of the needle becomes more difficult, requiring force from the puncturer, which leads to the formation of hematomas. - the plastic cannula is flexible and 1.9 cm long. Cannulas of this length require the needle to be removed slowly, since the immaturity of newborn skin and the different composition of baby and young child skin prevent soft cannulas from sliding. Due to the difficulties reported above, our patients are being subjected to repeated punctures in absurd numbers of 8, 10 attempts to establish an infusion route, to the point of having intravenous therapy suspended or paused so that new attempts can be made. The record of skin lesions and bruising as a result of the multiple punctures generated by this device is also out of line with what is usually seen in the sector. In this case, experience in performing venipunctures in neonatology does not ease the difficulties, nor can we attribute the failures to a lack of skill on the part of the team. Due to the repercussions on the care of our patients, I believe that this matter should be recorded and dealt with as a matter of priority and urgency outside of the conventional channels for evaluating the quality of materials, which are time-consuming and ineffective. Without further ado, I remain at your disposal for clarification.